Event description:
According to the reporter: the patient underwent an open large incisional hernia repair with mesh. The mesh was cut prior to implantation. When the mesh was inserted into the patient, the surgeon was not able to close facial defect. The mesh was used in an underlay approach. The size of the defect was 15 cm. The surgeon used stay sutures and noticed that the sutures were pulling away. There were 3cm margins between the defect and the mesh. There was an extension in surgical time of 30 minutes or more due to the event. Five days post op the patient returned with a high fever. The mesh had pulled towards the lateral side and the bowel became obstructed. No bowel resection was required. Mesh was removed and replaced with proceed. The event did lead to an extension in patient hospitalization of 4 days. An additional surgery had to be performed to resolve bowel obstruction. There was no injury as a result of the event. The patient status is alive with no injury and doing fine postoperatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.